Event description:
It was reported that the patient presented remotely via merlin.net transmissions regarding an alert of high pacing impedance for the right ventricular lead. The patient was admitted in the hospital. Upon interrogation high lead impedance was noted. The lead was reprogrammed; however there was no longer capture and the lead was unable to sense. The lead was reprogrammed again and sensing of the underlying rhythm was noted. The lead was unsuccessful in capturing even at high pacing output. The lead was reprogrammed to initial parameters. The patient presented in the operating room for a new lead implant. Access on the left side where the current system was implanted was unsuccessful due to an occluded subclavian vein. The lead was capped on (B)(6) 2017 and a new lead was implanted on the right side using the same generator, with no adverse events to the patient. The patient was stable.